Event description:
Reporter indicated a dell handheld vns computer was freezing after interrogation and that an "unknown device" message was displayed. The handheld computer and flashcard have been requested for return. Further attempts for information are in progress.